Event description:
It was reported that shaft hole occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, a pinhole was observed on the shaft approximately 30 cm from the balloon section. The device was removed, and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.